Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and elevated impedance trends, likely attributed to subclavian crush. The plan was to explant and replace this lead as part of a system extraction and upgrade to a subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was noted that the patient did not require pacing. The indication for use was long qt syndrome, thus the physician elected to implant the sicd system. The right atrial (ra) lead was surgically abandoned with no reported allegations, and the rv lead was partially extracted with the lead tip remaining within the rv muscle. There were no known plans to remove the abandoned rv lead fragment at this time. No additional adverse patient effects were reported.